Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has physical damage in the form of heavy scratches on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer states that they can not read the content on the lcd screen of their pump. The customer also stated that they have issues with their keypad being sticky. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer stated that they will remain on the back-up plan for the time being. No further information was provided.